Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime or compromised forced sensor system test due to faulty forced sensor resistor unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Pump received with broken battery tube thread noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during bolus delivery. The customer¿s blood glucose level was 7.9 mmol/l at the time of the incident. The customer stated that the insulin pump passed displacement, high pressure, and self tests. The insulin pump is being replaced and is expected to return for analysis.